Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the lead tip measuring 52.6cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.4-11.4cm, 13.8-16.5cm from the distal tip. Internal insulation abrasion was noted at 26.0-26.5cm and 27.7-28.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.